Event description:
It was reported that the patient had passed away during a pulsed field ablation procedure. The patient was prepped for a pulmonary vein isolation procedure to treat atrial fibrillation. At 8:50 am, access was established in both femoral veins, and ice imaging was initiated. The guidewire and versacross transseptal sheath were advanced, with a transseptal puncture performed by 8:59 am. Shortly after, the patient experienced a sustained heart rate of 215 bpm, followed by the observation of pericardial effusion at 9:05 am. A pericardiocentesis was initiated, but the patient went into asystole, prompting cardiopulmonary resuscitation (CPR) and a code blue alarm. Despite efforts including chest opening with a sternal saw, blood transfusion, cardiac massage, and medication, the patient remained unresponsive. Additionally, when the chest was opened up, they noticed one perforation in the right ventricle (rv) that they believed may have been caused by the tap for the pericardiocentesis. The left appendage had a couple of perforations as well that they believe were from the dilator. Bypass was initiated at 10:30 am, and a 90-volt shock was administered at 11:45 am. Unfortunately, the patient was declared deceased at 12:35 pm. An autopsy had not been performed, however it was suspected that the patient death was caused by complications due to perforation of cardiac tissue. No ablation had been performed, only mapped the case. It was suspected that the faradrive and the versacross wire were the cause of the injury. It was also suspected that the faradrive dilator perforated the left appendage while going transseptal. A faradrive sheath and a boston coronary sinus (cs) were in the body when the event occurred. The faradrive steerable sheath is not expected to return as it was disposed. It was further reported that the sheath was left inside of that patient after death and was kept for the hospital for analysis. The location of the sheath is not known and may presume that it has been disposed. No autopsy was performed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.